Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6)2002 and tvt was implanted. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with manchester procedure that is cystocele repair, amputation of uterine cervix and uterine suspension with uterosacral ligaments. No additional information was provided